Manufacturer narrative:
Cancel MDR due to incorrect site registration number selection in the initial MDR. A new initial MDR will be filed with the correct site registration number. See MFR report # 1710034-2024-00436.

Event description:
It was reported that bd insyte autoguard leaks past the septum the following information was provided by the initial reporter: I was receiving medical care (transfusion) at centre intégré de santé et de services sociaux de chaudières-appalaches (clsc desjardins) monday morning (B)(6) 2024. I have received this type of medical care for years; therefore I got to know the hospital nursing staff. Monday morning the head nurse was training a new employee to properly program the pump machine to administer the care I had an appointment for. As she walked him through the process she installed my IV catheter. I shared with her how amazed I was about bd's insyte autoguard bc shielded IV catheter with blood control technology push-button needle shielding technology and fully encapsulated needle which she agreed with. Which she partially agreed with. She used a "blue" bd insyte autoguard bc shielded IV catheter with blood control technologyinsyte autoguard IV catheter on me. She said the "blue" ones worked well. Still she shared dissatisfaction with the "yellow" bd insyte autoguard bc shielded IV catheter with blood control technologyinsyte autoguard IV catheters as the device's safety mechanism and blood control technology preventing/ stopping blood leakage was not working he reported blood leakage at insertion staff exposure to blood and surface contamination whenever they used the "yellow" ones. She gave me a "yellow" one to allow me to escalate this matter within bd. She said she did not know who her bd sales rep was.

Manufacturer narrative:
Facility name too long for box: (B)(6). A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
No additional information.

Manufacturer narrative:
A correction and new initial MDR will be submitted separately due to the site registration being incorrect . Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. DHR for lot number 3222137 has been reviewed. Subassembly lot 3222137 and material 700iags12 was built on afa line 4 from 16aug2023 through 20aug2023. This lot was packaged on pkg line 19 from 16aug2023 through 16aug2023 using the final lot number 3222137, material number 381812 for a quantity of (B)(4) units. No related quality issues or process deviations were found.